Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The engineer evaluated the device. The customer has advised that he ran the unit for several days and could not reproduce the diagnostic code. The product event occurred during self-tests. No service is required or parts replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer contacted technical support (ts) stating that unit had an error of backup alarm failure. The customer reported there was no patient involvement.